Event description:
It was reported that caller saw malfunction message in monitoring software indicating pump malfunction, and pump later would not turn off despite reset attempts. There was no reported impact to the customer¿s blood glucose level. Caller had no backup insulin therapy available and planned to contact healthcare provider, while technical support assisted with pump reset steps, arranged replacement pump.